Event description:
Caller reported experiencing cgm error 42, which required attention. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process, successfully resolving the issue as the sensor session was started without further error.